Event description:
It was reported that a pump malfunction occurred. There was no adverse impact to the customer's blood glucose level. The customer was assisted by technical support to reset the pump, and after the reset, the malfunction code did not recur, allowing the customer to continue using the pump. The customer was advised to call back if any further malfunction codes appear, which they acknowledged and understood.